Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator. It was reported that the patient was having difficulty charging. The patient would recharge with 8 coupling bars but would never go beyond 1/4 charge. Recharge statistics were pulled. It showed that the last charge session lasted 3 minutes with an average of 4 coupling bars and the voltage went from 3.505 to 3.520. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that the cause of the patient not being able to charge their device past a quarter full was due to the patient holding the recharger backwards half the time and when they weren¿t holding the recharger backwards they were not holding it in the same spot with the belt and would loose connection. Actions taken to resolve the inability to charge past a quarter full was patient¿s compliance. The patient¿s name and date of birth were reported. The serial number of the ins was unknown. It was indicated that the provided information was not confirmed with the patient¿s physician/account. No further complications were reported/anticipated.